Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) male patient who received gsk toothbrush (macleans high definition whitening brush) toothbrush for drug use for unknown indication. On an unknown date, the patient started macleans high definition whitening brush. On (B)(6) 2016, an unknown time after starting macleans high definition whitening brush, the patient experienced choking (serious criteria gsk medically significant), throat pain, vomiting and speech disorder. On an unknown date, the patient experienced product complaint. The action taken with macleans high definition whitening brush was unknown. On an unknown date, the outcome of the choking was not reported and the outcome of the throat pain, vomiting and speech disorder were not recovered/not resolved. The reporter considered the choking to be related to macleans high definition whitening brush. It was unknown if the reporter considered the throat pain, vomiting and speech disorder to be related to macleans high definition whitening brush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the patient was brushing his teeth in the shower, the top of the toothbrush came off and caused him to choke. He stated that he can't barely speak' and his throat is badly hurt and sore because he had to force himself to vomit in order to remove the object from his throat. The reporter stated that he just bought the product a week ago. Follow up information received on (B)(6) 2016: on (B)(6) 2016, an unknown time after starting macleans high definition whitening brush, the patient experienced difficulty breathing. The patient stated that he was using a macleans hd white medium toothbrush in the shower on (B)(6). He was brushing his teeth when the head came off and became lodged in his throat. He was choking and struggling to breathe and could not call for help as the toothbrush was stuck in his throat. He banged the shower screen several times to attract attention and his dad came in and performed the heimlich maneuver to try and dislodge the brush head. As a result of the patient banged on the shower screen, it has cracked. After the brush head was dislodged the patient felt pain in his throat and went to his gp. According to the patient the gp said that there was nothing he could do and to take panadol if he is uncomfortable. The patient stated that he was very lucky that his dad was around and that he heard him banging on the shower screen otherwise he may have choked to death. The consumer requested time to think about his options and asked to be contacted on (B)(6) 2016. On an unknown date, the outcome of difficulty breathing was not reported it was unknown if the reporter considered the difficulty breathing to be related to macleans high definition whitening brush. Qa report received on 08 august 2016: this complaint was assessed as being unsubstantiated as no manufacturing error has been detected.

Manufacturer narrative:
This report is associated with argus case (B)(4), macleans high definition whitening brush. Macleans high definition whitening brush is marketed as sensodyne brand in the us.

Event description:
Choked [choking]. Throat badly hurt/throat sore [throat pain]. Had to vomit [vomiting]. Can't barely speak [speech disorder]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) male patient who received gsk toothbrush (macleans high definition whitening brush) toothbrush for drug use for unknown indication. On an unknown date, the patient started macleans high definition whitening brush. On (B)(6) 2016, an unknown time after starting macleans high definition whitening brush, the patient experienced choking (serious criteria gsk medically significant), throat pain, vomiting and speech disorder. On an unknown date, the patient experienced product complaint. The action taken with macleans high definition whitening brush was unknown. On an unknown date, the outcome of the choking was not reported and the outcome of the throat pain, vomiting and speech disorder were not recovered/not resolved. The reporter considered the choking to be related to macleans high definition whitening brush. It was unknown if the reporter considered the throat pain, vomiting and speech disorder to be related to macleans high definition whitening brush. Additional information: the patient was brushing his teeth in the shower, the top of the toothbrush came off and caused him to choke. He stated that he "can't barely speak" and his throat is badly hurt and sore because he had to force himself to vomit in order to remove the object from his throat. The reporter stated that he just bought the product a week ago.

Manufacturer narrative:
Report # 9615008-2016-00008 is associated with (B)(4), macleans high definition whitening brush. Macleans high definition whitening brush is marketed as sensodyne brand in the u.s.

Event description:
Choked [choking]; throat badly hurt/throat sore [throat pain]; had to vomit [vomiting]; can't barely speak [speech disorder]; struggling to breathe [difficulty breathing]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old male patient who received gsk toothbrush (macleans high definition whitening brush) toothbrush for drug use for unknown indication. On an unknown date, the patient started macleans high definition whitening brush. On (B)(6) 2016, an unknown time after starting macleans high definition whitening brush, the patient experienced choking (serious criteria gsk medically significant), throat pain, vomiting and speech disorder. On an unknown date, the patient experienced product complaint. The action taken with macleans high definition whitening brush was unknown. On an unknown date, the outcome of the choking was not reported and the outcome of the throat pain, vomiting and speech disorder were not recovered/not resolved. The reporter considered the choking to be related to macleans high definition whitening brush. It was unknown if the reporter considered the throat pain, vomiting and speech disorder to be related to macleans high definition whitening brush. Additional information: the patient was brushing his teeth in the shower, the top of the toothbrush came off and caused him to choke. He stated that he "can't barely speak" and his throat is badly hurt and sore because he had to force himself to vomit in order to remove the object from his throat. The reporter stated that he just bought the product a week ago. Follow up information received on 10 june 2016. On (B)(6) 2016, an unknown time after starting macleans high definition whitening brush, the patient experienced difficulty breathing. The patient stated that he was using a macleans hd white medium toothbrush in the shower on friday. He was brushing his teeth when the head came off and became lodged in his throat. He was choking and struggling to breathe and could not call for help as the toothbrush was stuck in his throat. He banged the shower screen several times to attract attention and his dad came in and performed the heimlich maneuver to try and dislodge the brush head. As a result of the patient banged on the shower screen, it has cracked. After the brush head was dislodged the patient felt pain in his throat and went to his gp. According to the patient the gp said that there was nothing he could do and to take panadol if he is uncomfortable. The patient stated that he was very lucky that his dad was around and that he heard him banging on the shower screen otherwise he may have choked to death. The consumer requested time to think about his options and asked to be contacted on (B)(6) 2016. On an unknown date, the outcome of difficulty breathing was not reported it was unknown if the reporter considered the difficulty breathing to be related to macleans high definition whitening brush.